Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 432 mg/dl. The customer¿s current blood glucose was 186 mg/dl. The customer experienced symptoms like abdominal pain and his legs cramp up. The customer treated high blood glucose with manual injections. Assisted customer in performing displacement test and high pressure test. Test was passed. The customer also got pump error alarm on insulin pump. The product was not returned for analysis.